Manufacturer narrative:
The target lesion was calcified lesion. The device was inspected before use. Lesion was pre-dilated. Resistance was noted trying to advance the stent. Additional force was used trying to advance the stent. It is reported that the stent struts were deformed due to calcium. Procedure was completed with a new device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It is reported that a resolute integrity drug eluting stent was being used in the cx. It is reported that when the device was removed from the patient the stent struts were deformed. There was no patient injury reported.